Event description:
Rptr alleged discrepant pt blood glucose results while pt was at the hosp. Rptr stated there was a result of 92 mg/dl on the gts advantage sys compared to a lab result of 36 mg/dl where treatment for hypoglycemia was delayed due to the meter result. The pt was reportedly treated with 2 ampules of dextrose, however, it was not provided at what point in the testing process, the treatment was delivered. No report of any other actions taken or treatment rec'd. A request was made for the return of the suspect prod and replacement prod was sent.